Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. The reporter confirmed that there was no noted power issue with the pump and no noted moisture ingress into the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the pump battery compartment was observed to be cracked above the pump grip pad. The pump was able to successfully power on during investigation. Unrelated to the complaint, when the pump was powered on, the display screen was observed to be dim and discolored.